Event description:
It was reported that the pulse generator exhibited backup vvi operation, it was noted that the device had reached eri. The patient was asymptomatic. Pulse generator replacement procedure was discussed. No further information was reported.